Event description:
On (B)(4) 2013, it was reported that a button on the patient's infusion device was "locking" intermittently and the issue had gotten worse during the past month and eventually the button become nonfunctional. It was not specified at this time which button the patient was having the problem. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.